Event description:
It was reported that the patient was found expired in their bed on (B)(6) 2021. The cause of death was unknown and it was unknown if the death was device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined through this evaluation. Additionally, review of the log file retrieved from the returned system controller, confirmed full battery depletion of the external and backup batteries resulting in a pump stop. The controller event log file contained relevant data from (B)(6) 2021 05:48:07 through (B)(6) 2021 07:06:17, per the timestamps. Beginning on (B)(6) 2021 at 09:54:30, the file captured the system operating on battery power. On (B)(6) 2021 at 04:06:14, low voltage advisory alarms became active due to extended use of the 14 volt (v) li ion batteries. These alarms transitioned into hazard alarms at 04:52:05, and then into no external power alarms at 05:14:14 once the 14 v li ion batteries had been fully depleted. The controller¿s internal backup battery operated the pump during this time; however, the backup battery also appeared to have fully depleted, resulting in a pump stop on (B)(6) 2021 at 7:06:12. The pump stop lasted throughout the remainder of the log file. Despite the observed events. The pump appeared to function as intended at the set speed. It was reported that heartmate 3 lvas, serial number (B)(4) would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28-apr-2019. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. This IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 2, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3, ¿powering the system¿, and section 6, ¿patient care and management¿, warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7, ¿alarms and troubleshooting¿, details all system controller alarms and how to resolve them. The heartmate 3 lvas patient handbook, rev. C is also currently available. Section 3, ¿powering the system¿, details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4, ¿living with the heartmate 3¿ (under ¿sleeping¿), provides instructions for preparing to sleep and instructs the patient to always connect to the mpu when sleeping (or when sleep is likely). ¿if you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms.¿ section 5, ¿alarms and troubleshooting¿, provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.